Event description:
The customer contacted stryker to report that their device's display freezes when the device is powered on and no device functions will work. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device's display freezes when the device is powered on and no device functions will work. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.